Event description:
It was reported the menu display is bad. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is missing segments. Analysis also found the upper case and lower case are broken/contaminated. Lcd lens is broken. Battery release, main printed circuit board, and battery flex are contaminated. Two side bail covers are broken/missing, battery contacts are compressed, two side bails are missing/bent, and the ring is bent. (B)(4).